Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a suspected infection at the ipg site. Symptoms include redness and site was not healing properly. The physician did not believe that the suspected infection was device or procedure related. The patient underwent an explant procedure as the site was not healing. The patient was reportedly doing well postoperatively.